Event description:
The below report was received by health authority ansm (reference number: r2304723) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("removal of the uterus because of breakage during the explantation") and uterine leiomyoma ("removal of the uterus due to significant fibroids on the uterus") in a 39 year-old female patient who had essure inserted. Product or product use issues identified: complication of device removal ("removal of the uterus because of breakage during the explantation" on 20-feb-2023). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2938 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (tubes removed and hysterectomy due to breakage of essure and significant uterine fibroids removal with hysterectomy). No causality assessment was received for essure with regard to device breakage or uterine leiomyoma. The reporter commented: patient¿s current condition: removal of the tubes for explantation of the implants and removal of the uterus because of breakage during the explantation and significant fibroids on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-feb-2023. The most recent information was received on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("removal of the uterus because of breakage during the explantation") and uterine leiomyoma ("removal of the uterus due to significant fibroids on the uterus") in a 39 year-old female patient who had essure inserted. Product or product use issues identified: complication of device removal ("removal of the uterus because of breakage during the explantation" on (B)(6) 2023). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2938 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (tubes removed and hysterectomy due to breakage of essure and significant uterine fibroids removal with hysterectomy). No causality assessment was received for essure with regard to device breakage or uterine leiomyoma. The reporter commented: patient¿s current condition: removal of the tubes for explantation of the implants and removal of the uterus because of breakage during the explantation and significant fibroids on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.